Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer stated that they received discrepant results for multiple patient samples tested for the elecsys hbsag gen. 2 quant. Immunoassay on the cobas 6000 e 601 module (e601) serial number (B)(4). The customer stated that the results on the e 601 were approximately 50% lower than results on the abbott method. No specific result data was provided for evaluation. It was not known if erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.